Event description:
Additional information was received from the rep on 2021-(B)(6), reporting that the cause of the interaction between the two inss was unknown and that the patient needed to make an appointment with their physician. See related regulatory report # 3004209178-2021-10294

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: 2019-(B)(6) explanted: product type implantable neurostim ulator correction: g3: updated to correct date of 2021-(B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient services specialist walked the patient through passive recharge mode and the patient started charging their implantable neurostimulator. The reason for call was the patient's ins worked well for their entire body and then the patient fell two times and herniated discs and then their spinal cord stimulator (scs) wasn't covering their entire body so the patient had a second scs implanted. Prior to receiving their scs the patient had a pain patch for 10 years. The patient currently takes percocet. The reason for call was after the patient had their second ins implanted (on (B)(6) 2019) the patient's original spinal cord stimulator started to interfere with their new scs. The patient said this started a year or so ago and also said it started a "couple of months" after date of implant (therefore, event and notify date are both unknown). If the stimulation from their first ins was turned on and then they turned their second ins stimulation on then the stimulation from their first ins hurt their body. The patient was reprogrammed so they didn't feel the stimulation on their first ins but the patient continued to have issues with how the stimulation felt. The patient's original ins was for their neck and their second ins was for their back. Patient added that since shortly after the spinal cord stimulator (scs) was implanted in (B)(6) 2019 the patient had a hard time charging their ins. The patient was advised by their medtronic representative to not use the belt to charge their ins. The patient lost coupling easily, the patient said it is due to the location of the ins. The patient also mentioned that they had an "issue" with scar tissue and that could be the cause. The patient usually gets help from someone to hold the recharger antenna in place when they charged their ins.